Event description:
(B)(6) 2022 # 20 gauge IV inserted in right anterior forearm by anesthesia in operating room. Pt. Transferred to surgical floor. Rn documented pt. Arrived from operating room with IV in place with saline lock. (B)(6) 2022 lpn attempted to flush IV without success, she noticed IV fluids leaking around hub. IV removal unsuccessful - the medal hub and pink caulking pin detached from cannula. Immediate notified physician. U/s ordered- results: nonocclusive superficial venous thrombosis in the right basilic vein. 2.49 x 0.1 cm linear radiopaque foreign body in the right basilic vein as described, consistent with a catheter fragment. On (B)(6) 2022 surgical procedure- venotomy performed for removal of the catheter- appeared intact. Vein was ligated following removal. Surgeon told surgical team she did not want foreign object sent to pathology. Pie was obtained. Nursing unit placed the IV medal hub, pink caulking pin and j-loop in a biohazard bag and given to risk department. See scanned pages.